Manufacturer narrative:
Concomitant medical products: 5554-45 lead implanted: (B)(6) 2006; 37712 pain stim ipg 39565-65 pain stim lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent undersensing noted on ventricular electrograms. In addition, there was possible oversensing noted on stored atrial electrograms which triggered atrial therapies. The right ventricular (rv) an right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.